Event description:
Customer's daughter reported customer getting a reading (84 mg/dl) from their freestyle freedom blood glucose meter. The customer was experiencing symptoms of disorientation, spoke senseless languages and lost consciousness. The customer's daughter called the paramedics and they took the customer to the emergency room. Customer reported paramedics recorded 34 mg/dl at the scene and 190 mg/dl when she was at the hospital. The course of treatment at the hospital is unknown. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.